Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of therapeutic effect occurred. The pt indicated that when at church, the pt wet herself and did not realize it. There was no sensation that the accident would occur. A shocking or jolting sensation occurred down the right side of the labia when the pt pressed the "on" button of her programmer. The pt was unable to decrease amplitude because it was too strong. The pt was currently at 2.0 v and felt pain in her lower back. There was no known accident or incident. The pt was going to see a hcp to test for a bladder infection. If a bladder infection was ruled out, the pt will have the ins checked out by a hcp. The cause of the event was dancing. There were no impedance measurements done. The lead may have migrated a little. Lead 3 did not have a good response at implant but was being used. Reprogramming occurred and went from 3+ 1- to 2+ 1-. The pt did not require hospitalization.